Event description:
It was reported there was a pump problem. It was noted the patient recently changed out to a new pump and had their first refill on the day of report. It was stated a ¿pump memory error, catheter data invalid¿ message occurred upon interrogation. It was stated the clinician programmer had (B)(4) software which did not recognize the specific catheter. It was noted the catheter was changed to ¿other¿ and the correct volume to update the pump was able to be entered. It was noted this resolved the issue. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8870, serial# unknown, product type software. (B)(4).